Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was originally reported that the device was returned to the device MFR with no info. The health care professional confirmed that the pt experienced no stimulation. The ins failed and was explanted. The pt outcome was noted as no injury.